Manufacturer narrative:
Ocd performed retained testing of vs301. Satisfactory results were observed.

Event description:
Customer reported that a pt sample with a history of anti-e did not react with vs301. Pt sample was tested against an expired lot of product and reactivity was observed. This report corresponds to ortho clinical diagnostics inc. (B)(4).